Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring =500 mg/dl. No further information was available. The reporter stated that the patient thought they had accidently given themselves 45 units of insulin for treatment of the hyperglycemia; however, the patient¿s blood glucose did not respond to the suspected insulin dose. The reporter and patient were unable to assist with troubleshooting at the time of the call. The reporter made no allegation of a product malfunction in relation to the patient¿s blood glucose excursion. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes management. Animas customer support determined the issue was the result of a training/misuse issue.